Event description:
It was reported to medtronic minimed that the customer experienced no sound notification in the carelink connect application. The event involved product(s) mmt-6111. Troubleshooting was partially performed and found checked all the settings but it was unable to resolve with existing troubleshooting or labeled instructions, issue escalated. No harm requiring medical intervention was reported. No product return is required for mmt-6111.

Manufacturer narrative:
Select patient information cannot be provided due to regional privacy regulations. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Customer reports no sound notification in the carelink connect app. An attempt to reproduce the reported issue was not performed as it was analyzed through previous issue references. The software successfully adhered to the specified requirements and performed in accordance with the expectations specified in the software requirement and specification document: sw requirement doc. After investigation it was found that the cp app does not control sound on the mobile device and does not have its own sound settings. The sound settings for the cp app are set through the mobile device settings. Issue is unknown. To assist with the resolution of the issue, we provided helpline team with the following step to ensure that it is addressed effectively: for sound to work, customers must ensure: make sure device is not in silent mode. Increase media volume by pressing device volume buttons increase ringtone/alerts volume by going to settings, sound vibration , slide the ringtone and alerts bar to right to desirable volume settings if screen time/ focus modes is on, carelink connect app must be added to the allowed list if do not disturb is set for the device, make sure to turn it off or allow cp app to override this setting app permissions: verify that notifications are enabled for carelink connect in the device settings. The helpline has not confirmed whether the recommended steps provided has resolved the issue. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.